Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd from MFR: 24oct2019. The touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance and resistance ratio were out of specification, which caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 15aug2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The field service engineer replaced the touchscreen to address the reported issue. The issue has been resolved and the device now functions as intended.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.